Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported it seems like the patient is using their device properly and that no cause was determined. It was reported that an appointment was going to be made with the patient. No further complications reported/anticipated.

Manufacturer narrative:
Device received by manufacturer, evaluation not yet completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who reported that the patient's implantable neurostimulator (ins) was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurosti mulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient claimed her implantable neurostimulator (ins) was sporadically turning off and it happened in their healthcare professional's office on the day of the report. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause was not known but they wondered if it was a real event or if the patient was doing it themselves. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who indicated that the patient was not turning stimulation off and knows how to use the patient programmer (pp), additionally, impedances were checked and found to be fine. Examination of the daily use found the following: "(B)(6)" according to the rep "nothing usual happened, the patient did not feel stimulation was off, had stimulation on." Again on (B)(6) "nothing usual happened" and "patient felt stimulation off since december 11 and did not bother to check her patient programmer until today, (B)(6)." According to the rep the patient felt their scs stimulation. Initial session details were as follows; last session (B)(6) 2017 total hours used 103 and total percent used 42%. There were no trauma or falls reported to be related to this issue and sync key and checking the ins status were reviewed. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing, it was determined there was good stable output on all electrode pairs and there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.